Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified more than four openings on the anterior side and blue particles in the shell. A leak test and microscopic analysis were performed which identified more than four striated openings. Based on the device analysis the final assessment is more than four striated openings due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation of a tissue expander. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation of a tissue expander. Device was explanted.